Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the occluder feet of a uv flash transfer set were broken. As a result, the twist clamp would not lock into position when it was twisted. The transfer set had been in use for two months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual and microscopic inspection were performed and identified a damaged patient adapter of the transfer set. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; there was nothing found that could have caused or contributed to the reported problem. The reported issue of the broken occluder feet and twist clamp not locked in position not confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.